Event description:
Reporter stated after applying the sensor, they received alerts and disclaimers indicating the sensor lot number was on a recall and instructing them to call and report the issue. Reporter also stated that the same sensor provided low blood glucose alerts; however, the reporter indicated their actual blood glucose level was not low and that the sensor was providing inaccurate readings.